Manufacturer narrative:
The product has not been returned as it has been disposed, therefore, a failure analysis could not be performed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further, relevant information, a supplemental med watch report will be filed.

Event description:
A hydrothermablator procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, some leaking was noted about 2 minutes into the procedure and fluid loss occurred at approximately 10 cc. In late 2008, follow up information revealed that there was no internal fluid absorption and a second fluid loss alarm had sounded but the exact amount of loss is not known. A system cool down was allowed and 3 tenaculums used previously were tightened, however, some additional leakage was noted. Upon aborting procedure, a "very superficial" white mark was observed approximately 1cm/1" on the vaginal wall. Although attempts were made to obtain additional information about degree of burn, the exact degree of the burn is unk. The burn was not treated and there were no other patient complications reported with this event.